Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead lot# unknown. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported that the bandage was causing irritation. It was unknown if the irritation was resolved. It was further reported by the healthcare provider (hcp) that the leads were found to be displaced, and were taken out. The hcp indicated that the patient did have 80% response to the urgency and frequency, then the leads were dislocated. That patient definitely wanted to get the interstim. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.